Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2022-51679.

Event description:
A ophthalmic surgeon reported that during intraocular lens (iol) implantation, the lens was either cracked or scratched. The surgery was completed by retaining the lens in the eye. There are fourteen medical device reports associated with this report. This report is 3 of 14.